Event description:
The customer reported that the device powered off unexpectedly during use. There was no report of negative pt impact.

Manufacturer narrative:
The customer reported that the device powered off unexpectedly during use. There was no report of negative pt impact. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.